Event description:
It was reported an atw35 and a tr35w was used during a video assisted thoracic lobectomy surgery. It was reported by the affiliate the staples malformed on the pulmonary artery. (No blood transfusion required) the surgeon ligated the vessels to close. There was no consequence to the pt.